Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted for 49.3 months, reached elective replacement indicator (eri). The local guidant representative state the device had not delivered any pacing or therapy and expressed disatisfaction with regard to device longevity.